Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that all conductors were stretched, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that the physician had difficulty positioning the lead and upon the third attempt the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.